Manufacturer narrative:
Investigation summary: the device was inspected and it was found in normal condition. Then, during the second visual inspection, reddish material was found inside the pebax with no visual damage. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, the physician removed the thermocool® smart touch® sf bi-directional navigation catheter from the right atrium in order to flush it and there was material on the tip of the catheter that was stated as a blood clot. The physician attempted to wipe the substance, but it wouldn¿t move. At that point, it was determined that the material was embedded underneath the catheter tip. This catheter was exchanged to continue the procedure. There were no patient consequences reported. Additional information was received on october 4, 2018 on the event. The system did not present any error messages. There were no issues related to temperature or flow on the catheter. They were using heparinized saline during the procedure. It is not known if the patient exhibited any neurological symptoms since the procedure was completed. The smartablate generator (us catalog #: m4900102, serial #: (B)(4)) and the smartablate pump (us catalog #: m4900103, serial #: (B)(4)) were used in the procedure. This issue was assessed as foreign material inside the pebax with no external damage. Therefore, assessed as not reportable since there is no evidence of damage to the pebax integrity. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The biosense webster product analysis lab received the device for assessment on october 17, 2018, and noted on october 29, 2018, that the product was returned in the condition reported as there was reddish material inside the clear pebax. No visual damage was observed. This returned condition remains assessed as not reportable. Additional assessment was performed on november 16, 2018, stating that the scanning electron microscope (sem) showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. The hole on the surface of the pebax has been assessed as a reportable issue. The awareness date is november 16, 2018.